Event description:
A hospital in (B)(6) reported via a distributor that the expiratory heaterwire of an rt225 infant bias flow breathing circuit had a resistance value of 23.0 ohm. This was noticed prior to patient use.

Manufacturer narrative:
(B)(4). Method: the complaint rt225 infant breathing circuit was returned to fisher & paykel healthcare (fph) in (B)(4) for inspection. The electrical resistance of the inspiratory heaterwire was tested using a multimeter. Results: the heaterwire resistance was within the required specification. Conclusion: no fault was found with the returned rt225 infant breathing circuit. All heaterwires are electrical resistance tested prior to leaving the production line and those that fail are rejected.